Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6) 2015) and uterine prolapse (treatment: hysterectomy (B)(6) 2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with antibiotics, paracetamol (tylenol regular), surgery (total hysterectomy & salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue and weight increased outcome was unknown, the rash and headache had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, pelvic pain, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion (B)(6) 2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on (B)(6) 2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6) 2015) and uterine prolapse (treatment: hysterectomy (B)(6) 2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), procedural pain ("when plaintiff inserted, the left side was very painful") and abdominal pain lower ("side of torso both sides"). The patient was treated with antibiotics, paracetamol (tylenol regular), surgery (total hysterectomy & salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain, procedural pain and abdominal pain lower outcome was unknown and the rash and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, pelvic pain, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet new reporters added. Patient demographic information and patient relevant history added. Lot number (a73746) added. Events perforation (fallopian tube(s)), abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, bladder infection, uti, apareunia (inability to have sexual intercourse), rashes on face, on nose, under arms, side of torso, bladder problems or changes, urinary problems or changes, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, mood changes, abdomen pain, when plaintiff inserted and the left side was very painful added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6) 2015) and uterine prolapse (treatment: hysterectomy (B)(6) 2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with antibiotics, paracetamol (tylenol regular), surgery (total hysterectomy & salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue and weight increased outcome was unknown, the rash and headache had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, pelvic pain, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on (B)(6) 2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Outcome of events bladder problems or changes and urinary problems or changes was changed to not recovered/ not resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6)2015) and uterine prolapse (treatment: hysterectomy (B)(6)2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera. Concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6)2013, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("she was so dizzy"), concussion ("she have a severe concussion"), vertigo ("she have a severe concussion and vertigo"), pain ("shooting pain"), feeling abnormal ("she was always in a fog"), food allergy ("she was always had allergies to some food"), plantar fasciitis ("plantar fasciitis ") and abdominal pain upper ("stomach cramp"). The patient was treated with antibiotics, paracetamol (tylenol regular) and surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy & salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue, weight increased, dizziness, concussion, vertigo, pain, feeling abnormal, food allergy, plantar fasciitis and abdominal pain upper outcome was unknown, the rash and headache had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, bladder disorder, concussion, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, food allergy, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, pain, pelvic pain, plantar fasciitis, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. (B)(6)2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on 19-oct-2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received events "she was so dizzy, she have a severe concussion and vertigo, shooting pain, she was always in a fog, plantar fasciitis, stomach cramp" were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6)2015) and uterine prolapse (treatment: hysterectomy (B)(6)2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera. Concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6)2013, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("she was so dizzy"), concussion ("she have a severe concussion"), vertigo ("she have a severe concussion and vertigo"), pain ("shooting pain"), feeling abnormal ("she was always in a fog"), food allergy ("she was always had allergies to some food"), plantar fasciitis ("plantar fasciitis"), abdominal pain upper ("stomach cramp"), gastroenteritis viral ("she feel like she got ran over by a truck-stomach flu"), pharyngitis streptococcal ("strep throat"), ear infection ("ear infection"), sinus disorder ("sinus issues"), nervousness ("she was extremely nervous"), pain in extremity ("she can barely walk because of foot pain.") And alopecia ("she lost quite a bit of hair, most of her eyebrows, most of her eyelashes") and underwent keratomileusis ("lasik eye surgery"). The patient was treated with antibiotics, paracetamol (tylenol regular) and surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue, weight increased, dizziness, concussion, vertigo, pain, feeling abnormal, food allergy, plantar fasciitis, abdominal pain upper, gastroenteritis viral, pharyngitis streptococcal, ear infection, sinus disorder, keratomileusis, nervousness and pain in extremity outcome was unknown, the rash, headache and alopecia had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, concussion, cystitis, dizziness, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastroenteritis viral, genital haemorrhage, headache, hypersensitivity, keratomileusis, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, pelvic pain, pharyngitis streptococcal, plantar fasciitis, procedural pain, rash, sinus disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. (B)(6)2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on (B)(6)2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she feel like she got ran over by a truck-stomach flu, strep throat, ear infection, lasik eye surgery, sinus issues, she was extremely nervous, she can barely walk because of foot pain. She lost quite a bit of hair, most of her eyebrows, most of her eyelashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received events " she feel like she got ran over by a truck-stomach flu, strep throat, ear infection, lasik eye surgery, sinus issues, she was extremely nervous, she can barely walk because of foot pain. She lost quite a bit of hair, most of her eyebrows, most of her eyelashes" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube(s) and pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6) 2015) and uterine prolapse (treatment: hysterectomy (B)(6) 2015). Previously administered products included for contraception: mirena iud from (B)(6) to (B)(6) and depo provera. Concurrent conditions included obesity. On (B)(6) (B)(6) , the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6) 2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage "abnormal bleeding (general"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage "abnormal bleeding (vaginal"), menorrhagia "abnormal bleeding (menorrhagia"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("she was so dizzy"), concussion ("she have a severe concussion"), vertigo ("she have a severe concussion and vertigo"), pain ("shooting pain"), feeling abnormal ("she was always in a fog"), food allergy ("she was always had allergies to some food"), plantar fasciitis ("plantar fasciitis"), abdominal pain upper ("stomach cramp"), gastroenteritis viral ("she feel like she got ran over by a truck-stomach flu"), pharyngitis streptococcal ("strep throat"), ear infection ("ear infection"), sinus disorder ("sinus issues"), nervousness ("she was extremely nervous"), pain in extremity ("she can barely walk because of foot pain."), alopecia ("she lost quite a bit of hair") and madarosis ("she lost most of her eyebrows, most of her eyelashes") and underwent keratomileusis ("lasik eye surgery"). The patient was treated with antibiotics, paracetamol (tylenol regular) and surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy & salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue, weight increased, dizziness, concussion, vertigo, pain, feeling abnormal, food allergy, plantar fasciitis, abdominal pain upper, gastroenteritis viral, pharyngitis streptococcal, ear infection, sinus disorder, keratomileusis, nervousness, pain in extremity and madarosis outcome was unknown, the rash, headache and alopecia had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, concussion, cystitis, dizziness, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastroenteritis viral, genital haemorrhage, headache, hypersensitivity, keratomileusis, madarosis, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, pelvic pain, pharyngitis streptococcal, plantar fasciitis, procedural pain, rash, sinus disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. (B)(6) 2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on (B)(6) 2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she feel like she got ran over by a truck-stomach flu, strep throat, ear infection, lasik eye surgery, sinus issues, she was extremely nervous, she can barely walk because of foot pain. She lost quite a bit of hair, most of her eyebrows, most of her eyelashes quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: significant amendment was done. Event she lost quite a bit of hair, most of her eyebrows, most of her eyelashes was separated into two events: she lost quite a bit of hair and most of her eyebrows. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal) (treatment: between pregnancy), cystitis (treatment: randomly), cystocele (treatment: (B)(6) 2015) and uterine prolapse (treatment: hysterectomy (B)(6) 2015). Previously administered products included for contraception: mirena iud from 2008 to 2013 and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) -2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced rash ("rashes on face, on nose, under arms, side of torso"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("side of torso both sides"), procedural pain ("when plaintiff inserted, the left side was very painful"), cystitis ("bladder infection"), mood altered ("hormonal changes: mood changes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("she was so dizzy"), concussion ("she have a severe concussion"), vertigo ("she have a severe concussion and vertigo"), pain ("shooting pain"), feeling abnormal ("she was always in a fog"), food allergy ("she was always had allergies to some food"), plantar fasciitis ("plantar fasciitis"), abdominal pain upper ("stomach cramp"), gastroenteritis viral ("she feel like she got ran over by a truck-stomach flu"), pharyngitis streptococcal ("strep throat"), ear infection ("ear infection"), sinus disorder ("sinus issues"), nervousness ("she was extremely nervous"), pain in extremity ("she can barely walk because of foot pain."), alopecia ("she lost quite a bit of hair"), madarosis ("she lost most of her eyebrows, most of her eyelashes") and swelling ("swelling nos") and underwent keratomileusis ("lasik eye surgery"). The patient was treated with antibiotics, paracetamol (tylenol regular) and surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy & salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, procedural pain, allergy to metals, hypersensitivity, cystitis, mood altered, urinary tract infection, female sexual dysfunction, migraine, fatigue, weight increased, dizziness, concussion, vertigo, pain, feeling abnormal, food allergy, plantar fasciitis, abdominal pain upper, gastroenteritis viral, pharyngitis streptococcal, ear infection, sinus disorder, keratomileusis, nervousness, pain in extremity, madarosis and swelling outcome was unknown, the rash, headache and alopecia had resolved and the bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, bladder disorder, concussion, cystitis, dizziness, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastroenteritis viral, genital haemorrhage, headache, hypersensitivity, keratomileusis, madarosis, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, pelvic pain, pharyngitis streptococcal, plantar fasciitis, procedural pain, rash, sinus disorder, swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: most symptoms have resolved. She was given steroid cream allergic or hypersensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. (B)(6) 2013: the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Essure devices are seen bilaterally and appear normal with respect to location. Bilateral proximal occlusion in noted. Impression: normal size and configuration of uterine cavity. Appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. *on (B)(6) 2015: CT abdomen and pelvis: the uterus there is normal range 7.7 x; 4.31<5.& cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she feel like she got ran over by a truck-stomach flu, strep throat, ear infection, lasik eye surgery, sinus issues, she was extremely nervous, she can barely walk because of foot pain. She lost quite a bit of hair, most of her eyebrows, most of her eyelashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received. Event:swelling nos were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.